Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and they met requirements.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2015 and suture was used to close an aortic incision with a length of 8 cm. During the recovery period in ICU later that same day, the patient experienced a sudden intra-thoracic hemorrhage. Emergency rescue was performed immediately. The patient was treated with cardiac massage manually and a revision surgery was performed at the same time. It was later noted that the suture was broken in the aortic closure which contributed to the bleeding. The patient recovered gradually. The current status of the patient was reported as discharged.